Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump powered off while she was sleeping. She received a low battery alert and then an off no power alert in less than 24 hours. Her blood glucose level was 41 mg/dl. The product was not returned. Nothing further to report.